Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance - svc lead impedance patient alert recorded on (B)(6) 2010 at > 200 ohms. Svc lead impedance value confirmed in daily log at 432 ohms on (B)(6) 2010. Impedance fell back to 158 ohms on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in the super vena cava (svc) coil impedance, which was later confirmed as a coil fracture. The lead is still connected, but is not used in the high voltage therapy pathway. No patient complications have been reported as a result of this event.